Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a no delivery alarm during priming. Customer's blood glucose was 348 mg/dl. He treated with manual injections. Insulin exited the tubing when manually pushed with a plunger. The device did not alarm no delivery during a manual prime. Customer was advised the device was working as designed. Customer called back a few days later for another no delivery alarm. Customer's blood glucose was 342 mg/dl. He tried treating with the device but could not. The device alarmed no delivery on three infusion sets. Customer is using proper insertion methods. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. He has manual injections as a back up. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.